Event description:
Caller reported that pump battery depleted too quickly; however, this did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Caller was advised by technical support to fully charge the battery, and it was determined that despite some activities contributing to faster battery depletion, the depletion rate was excessive. Technical support decided to replace the pump. The customer was informed to put the pump into storage mode and return it using a prepaid label within 10 days. Shipping details were confirmed with the caller.